Event description:
It was reported that while the stimulation was turned on, the patient experienced a loss of therapeutic effect. There was no stimulation sensation. The symptoms began following a fall. The patient slipped and fell on the ice. The patient was at the clinic with a good status, but the patient was anxious to get the stimulation working again as it provided very good pain relief. Impedance readings of >20,000 were noted on most of the electrode pairs. The only pair in range was pair 6 and 7 at 1085ohms.

Manufacturer narrative:
(B) (4).